Event description:
Plaintiff reports initial bilateral implantation 1/4/83 with explant 7/10/89. Plaintiff alleges various illnesses, but not limited to, pain and suffering, permanent injuries, and disfigurement.